Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 03-nov-2016, an fse visited the customer to address the reported event. During servicing, fse found that the control on the level 1 were made too low for the analyzer to detect them. Fse replaced the column and then performed calibration, qc and precision check with good results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a dated column.

Event description:
On (B)(6) 2016, a customer reported low areas on the first samples of every run of both patient samples and quality controls (qc) with their g8 analyzer. The customer reports that the reruns have a normal total area. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.